Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant device evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 12/21/2016 to 03/07/2017 and trending was not exceeded. The sra indicates the risk associated with a exposure to biohazardous, pathogenic or infectious material is "low." Visual analysis was not performed since the complaint product was discarded by the customer and not available for return/evaluation. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Concomitant device evaluation was not performed since the serial number of the unit and subsequent bi results are not available. The customer was unresponsive to multiple attempts of obtaining additional information. There is insufficient information for investigation. The customer was unresponsive to multiple attempts for information such bi handling, subsequent bi results, and unit serial number. Should additional information or the complaint product be received at a later date, the complaint will be re-opened for evaluation of the event. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.